Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the hanger assembly was broken. It was noted that the output connector assembly and the lower case were broken and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken hanger. The product has been returned for service. There was no patient involvement. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis.